Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that original aspiration of the faradrive sheath was successful, and no air bubbles could be seen. However, after removing the mapping catheter, the physician began inserting the farawave pfa catheter and aspirating the sheath, and at this point, much air was being pulled into the side port. The physician believed that this could have potentially been from a damaged valve on the faradrive sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The sheath is not expected to be returned as it was disposed. No damage was observed on valve. Versacross connect dilator, non-boston scientific mapping catheter and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. No exchanges occurred after farawave was inserted to avoid any air ingress into the left atrium. Pressure bag was used for irrigation of sheath. The reported air bubbles were observed in aspiration syringe during aspiration process. The guidewire was pulled back slightly into the distal portion of farawave. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.